Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, pre-dilatation was performed followed by multiple unsuccessful attempts to advance a 2.75x23 xience prime stent delivery system (sds). Consequently, the proximal shaft separated outside of the anatomy. The physician easily withdrew the sds from the anatomy and completed the procedure using a new non-abbott drug eluting stent delivery system. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.75x23 mm xience prime stent delivery system (sds) noted blood on the balloon, shaft, and stent implant and in the guide wire lumen, which is consistent with advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were kinks and multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. There was no damage noted during product inspection prior to use, thus the shaft most likely kinked during the multiple attempts to cross and further manipulation of the catheter would have contributed to the shaft separating. It should be noted that the xience prime instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. The multiple attempts to cross the lesion appear to have directly caused or contributed to the reported shaft separation. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for shaft separations for this lot. There is no indication of a product quality deficiency.